Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was perspiring and had nausea. It was indicated that the md believes that the cause of the event may be due to a possible infection. The family member stated that the customer is currently off the pump per md's orders. It was stated that the family member will call back to troubleshoot before the customer resumes using the pump. No further details.